Event description:
The customer reported blood glucose reached 319 mg/dl less than 24 hours after the pod was activated. The pod was removed and she then realized the cannula was kinked. The pod was discarded and her pg went down (exact bg levels was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.